Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency. Patient mentioned she was seen in the doctor's office and diagnosed with a uti and bladder infection. There were no further symptoms or complications reported or anticipated.